Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to the manufacturer for evaluation; however medical records which included images were reviewed. The investigation confirmed for patient-device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient is a (B)(6) year old male of unknown weight.